Event description:
Worked well til the top and bottom pieces started coming apart. It happened within 10 days with both guards (2 per pkg).

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.